Event description:
Bilateral patient. Litigation papers allege patient began suffering from elevated metal ion levels which resulted in pain and suffering and other economic and personal damages for patient.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd- 6/8/2015 patient's right hip was revised. It was noted that the left hip revision information was reported on the right hip products. The left hip is now being updated to report the previous revision. Manufacturing and expiration dates updated. The stem and sleeve are being added to the complaint for previously alleged elevated metal ion levels.